Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cable melted as a result of overheating. Subsequently, the cable was unable to charge pump. Reportedly, the customer was able to charge the pump with an alternate cable. Customer's blood glucose value was 149 mg/dl.